Manufacturer narrative:
The instrument was evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were confirmed. The instrument was found to have a broken grip drive pin which likely caused the instrument to stop working per the customer's complaint. As a result, the jaws did not open when the grip open lever was pressed. An advanced failure mode analysis (afm) was completed to investigate the root cause of this failure. Because of low number of samples available, the results from the analysis were inconclusive and a definitive root cause could not be determined.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument suddenly stopped working. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument stopped working without an error message.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a broken grip driver. The grip drive fitting was separated from the upper jaw. The jaws would not open due to being disconnected from the grip lever. The pin was dislodged. No damage was found at the proximal end of the instrument. Additionally, the instrument's jaw cover was found to have tears, measuring from 0.024¿ to 0.110¿ in length. There were no signs of thermal damage present at the end of any tears. No material was found missing.